Event description:
Complainant alleged that during biomed testing, the device was stuck in utilities mode and was unable to switch modes. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.